Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours they had experienced pain. The patient reports when the pod was removed from the infusion site it was discovered that the needle had not retracted upon initial activation.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x69 occlusion alarm. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract and pain during insertion. No other defects or deficiencies were found during the investigation.